Event description:
Per report, a small dissection was noted after retroflex3 sheath removal from retrograde injection. An 8x40 stent was placed. Additional information provided by the edwards lifesciences clinical specialist: the vessel injured was the right common femoral. No abnormalities were noticed while prepping the device. No difficulties were experienced during insertion and removal of the dilators and the sheath. There was no malfunction of the sheath reported. The patient status was normal post procedure. The device was not sent back for evaluation, it was discarded by site. Access vessel diameter: 8.4mm x 7.7mm with severe calcification and mild tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0 mm. In this case, the access site diameter was 8.4mm x 7.7mm. Per report, there was severe vessel calcification, and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the excessive calcification may have caused or contributed to the reported small femoral dissection. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.